Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation. A titan pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation on the anterior side of the pump body near the spring of the inlet tube. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be smooth and non-striated, indicating stress was exerted. Two groups of partial separations were noted on the inlet tube of the reservoir, indicating contact with unshod instrumentation. Testing revealed these to be sites of leakage. Abrasion was noted on all tubes of the pump and exhaust tube of cylinder 1. No functional abnormalities were noted with either cylinder. Based on examination of the returned product, it was concluded that in-vivo all pump tubes had overlapped and abraded against one another. Due to the positioning of the tubes based on the abrasion pattern seen microscopically, and information received that the patient cycled the device often, this may have contributed to sufficient stress to separate the pump body at the site noted. A separation of this type could contribute to the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations noted in the reservoir inlet tube occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separations would have resulted in an earlier detected fluid loss, it was concluded that the separations most likely occurred during or subsequent to explant. These separations are not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the patient heard and felt a snap while cycling and said the prosthesis has not worked since. The device was explanted and replaced with another inflatable device. A break in tubing was not visible upon explant.